Event description:
It was reported that patient experienced an infection at the vacant ipg sites (related manufacturer reference number 1627487-2025-00576, 1627487-2025-00577) the new ipgs were relocated 10 cm superior from the original pockets however, the infection persisted after new ipgs were implanted. Surgical debridement was performed on both ipgs sites on (B)(6) 2025 and patient was treated with intravenous antibiotics. Surgical intervention was undertaken wherein one ipg

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received identified that the ipg site was not infected and remains implanted and functional.